Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they have an infection all around their implant and by the incision on their spine from their recent replacement surgery. Pt said the doctor removed the implant on their left and put the replacement implant in on the right. Pt also said that they had their leads replaced to be MRI compatible. Pt said that they are leaking fluid. Pt said that they have contacted their doctor's office, (B)(6) and medtronic rep, and they didn't give them antibiotics. Pt said dr. (B)(6) cannot see them until (B)(6). Pt said that they didn't see dr. (B)(6) prior to surgery and saw him for 1 minute after surgery and on (B)(6); pt was hard to follow at this point in the call and was unsure about the dates that pt was giving. Pt said they have called the doctor's office several times. Pt said that rep told them they cannot make it to their appointment on(B)(6). Pt said that rep told them that they cannot run their therapy past 4.0 because the implant battery will run out and pt said they didn't understand why because they were able to run the therapy higher on their previous implants. Pt also said that they have contacted medtronic reps in the past but none of them return their calls. The patient was redirected to their healthcare provider to further address the issue. Due to the nature of the call and to focus on the reason for call, pss didn't get specific event dates and dates pt contacted medtronic reps. Pt was very hard to follow throughout the call and spoke very fast. Pt also mentioned their previous doctor, dr. (B)(6), on the call. Pt said they no longer accept their insurance. Redirected caller: patient's hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported pocket site and paddle site were infected. No diagnostics performed other than usual battery interrogation. Nothing shown out of the ordinary. Paddle and ipg were removed. Issue resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) says they had mrsa and an infection which was already reported in original call. Pt says they had a boston scientific device put in "but they wouldn't let me go past 4.0v". Pt says they had the boston scientific device taken out and now have no implant in. Pt is concerned about getting the vanta implanted, because they don't want the stimulation to be limited again, and don't care if the battery life isn't as long. Pt is in a lot of pain since they have no ins implanted.